Manufacturer narrative:
.

Event description:
Information was received from a manufacturer representative regarding a patient. It was reported that the patient wanted their implantable neurostimulator (ins) explanted because it hadn¿t been able to cover the pain that it was implanted to address. The manufacturer representative reported that when stimulation was turned up, the patient would get abdomen or rib stimulation. Also, that the higher settings would affect bowel and bladder function. It was noted that the issues had been present since the patient was implanted on (B)(6) 2011. Additional information received reported that the patient would experience pain in the area of the spinal incision after having stimulation on for an hour. The manufacturer representative stated that they were unable to reprogram the patient to their satisfaction, so the patient was going to keep the same programming even though they weren¿t getting adequate relief from it. It was further reported that contact ten had an out of range impedance, and that the patient wasn¿t programmed on that contact. No further complications were reported. Indication for use is post lumbar laminectomy syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.